Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the part #314.03, lot #9335423, part #314.03, lot #9335423, manufacturing location: (B)(4), manufacturing date: 08. May 2015, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a screwdriver shaft broke while inserting a screw into the patient. The patient was completely unaffected. No fragments remained in the patient. The surgery was completed successfully. There was no surgical delay. This report is 1 of 1 for (B)(4).